Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed inappropriate automated mode switch (ams) episodes due to an oversensing issue on the right atrial (ra) lead. Recommendations were provided to the clinician. No patient symptoms or intervention was reported.